Event description:
It was reported that during the procedure, the colonovideoscope exhibited internal channel defects and displayed a "block channel" message. Additionally, when attempting to wash it, no air was coming out. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the event occurred by clogged nozzle. Olympus could not obtain information on cause of the clogging. The event is detectable by inspection in the following instructions for use operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.